Manufacturer narrative:
(B)(4) hyperalgesia. Metallic taste in the mouth.

Event description:
It was reported that the pt initially had great pain relief following implant of the stimulator system. For 5-6 weeks, the pt experienced pain at the lead implant sites and the area over the device. The pt also noted feeling "unwell". When recharging, the hyperalgesia was intensified over the device. The pt experienced a metallic taste - "metallurosis" in his mouth. There were no signs of redness or inflammation over any of the wounds and no obvious signs of infection were noted. The entire system was explanted and not replaced. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.